Event description:
Boston scientific received information that this electrode had been implanted using a two-incision technique, with successful defibrillation threshold (dft) testing performed. However, the post-operative x-ray revealed that the electrode distal tip had migrated laterally. The device was programmed to a better sensing vector, to avoid the potential for inappropriate shocks. The physician believed that the shocking coils of the electrode were still covering enough of the ventricles to deliver successful therapy. Therefore, the electrode will not be repositioned at this time. No adverse patient effects were reported.

Manufacturer narrative:
Correction: this report is being filed to correct the device and results codes which were incorrect on the previous report.

Manufacturer narrative:
Correction: this report is being filed to correct the manufacturer report number which was incorrect on the previous report.

Manufacturer narrative:
The device and electrode remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This electrode has been returned. Boston scientific has concluded it is unlikely that electrode characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information: boston scientific received additional information that this electrode and the associated subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted because the patient experienced pain at the device implant site. There were no further problems reported with the position of the electrode where it was implanted. The patient received a transvenous ICD system. No adverse patient effects were reported as a result of the replacement procedure.

Manufacturer narrative:
The device and electrode remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This electrode has been returned. Boston scientific has concluded it is unlikely that electrode characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This electrode was later retrieved from archival so a complete analysis could be performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this electrode had been implanted using a two-incision technique, with successful defibrillation threshold (dft) testing performed. However, the post-operative x-ray revealed that the electrode distal tip had migrated laterally. The device was reprogrammed to a better sensing vector, to avoid the potential for inappropriate shocks. The physician believed that the shocking coils of the electrode were still covering enough of the ventricles to deliver successful therapy. Therefore, the electrode will not be repositioned at this time. No adverse patient effects were reported. Boston scientific received additional information that this electrode and the associated subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted because the patient experienced pain at the device implant site. There were no further problems reported with the position of the electrode while it was implanted. The patient received a transvenous ICD system. No adverse patient effects were reported as a result of the replacement procedure.

Manufacturer narrative:
The device and electrode remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.